Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, tissue prolapse occurred. The type "a" lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). The physician did a direct stent with a 3 mm x 16 mm promus element plus stent to 15 atm. Then a second unspecified stent was deployed covering the distal edge of the lesion. The stent was then post dilated with a 3.5 x 12 nc quantum apex balloon to 12 atm. Angiogram revealed what appeared to be tissue prolapse in the mid-stent body where there is a large amount of plaque burden. The patient was given integrilin and had been bolused prior to the procedure with aspirin and plavix. No further patient complications reported and the patient's status is stable.